Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The patient's ECG rhythm was described as 'coarse ventricular fibrillation'. An attempt was made to administer a shock to the patient using the device with standard external paddles. The device allegedly failed to charge. A backup automated external difibrillator was connected to the patient and the patient's rhythm was analyzed. No shocks were advised. Another manual defibrillator was subsequently made available and used to deliver defibrillation shocks. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's outcome. This opinion was based on the use of a backup defibrillator.